Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, when the user tried to dispense the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3-2 was displaying an error message indicating it was unable to open. A field service engineer (fse) removed the back panel, and the pyxibus controller board for the bottom drawer was found blinking orange. The station was powered down, and the row board connection on the drawer controller board was reseated. Afterward, hta testing was performed, and the test results were added to the feed. The system functioned as intended after the field service engineer repaired the device.